Event description:
It was reported that "it was unable to pace during use. The catheter was replaced and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with an attached monoject 1.3cc limited volume syringe. Balloon testing was performed with the returned syringe. Continuity testing found that the distal leadwire had an intermittent condition around the electrode, when flexing the tip area of the catheter. The proximal circuit was continuous without any intermittent or open condition. There was no short condition observed between the proximal and distal leadwires. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The catheter tip under the balloon appeared slightly kinked. There was no visible damage observed from the windings, the balloon, and the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The report of pacing difficulty was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.